Event description:
The customer tested her blood glucose using her 2 contour meters. One meter read 29 and 46 mg/dl, while the other read 119 mg/dl. The difference between the readings falls in the "c" and "d" zones of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer stated that she would call her pharmacy for a replacement meter and ended the call. No product will be returned for evaluation.